Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
The consumer reported upon removal of an unspecified number of tampons the strings broke and the pledgets fell apart. She manually removed the pledgets from her vaginal cavity. She experienced symptoms of nausea, headache and frequent urination. She visited her doctor who obtained a urine culture and she was diagnosed with a urinary tract infection. She was prescribed an oral medication, macrobid. Follow-up attempts have been made to obtain further information regarding the consumer¿s health status, however, no further information has been received.